Manufacturer narrative:
The insulin pump was received with button error that alarmed after boot up and intermittent button response on the escape button due to corroded keypad traces. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 179 mg/dl. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.